Manufacturer narrative:
(B)(4). Corrections: catalog number updated from 11005-29 to 11010-39; lot number updated from 7013141 to 5120941. Evaluation summary: a visual inspection was performed on the returned device. The reported stent dislodgement and stent damage were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and relabeled lot that would have contributed to this event. Review of the complaint history identified no other similar incidents reported from this and relabeled lot. The investigation determined the difficulties of stent dislodgement and stent damage appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that there was no resistance noted during advancement of the omnilink elite stent delivery system (sds) to treat the moderately tortuous, mildly calcified femoral artery. The 9.0 x 29 mm omnilink elite stent dislodged from the sds prior to reaching the target lesion. The dislodged stent was removed via snare, but the stent became elongated and mangled when it was pulled through the sheath. Another omnilink elite was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.